Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with one pear shaped clip, two unformed clips and five conforming clips inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended and then, it locked out as intended. It could not be determined what may have caused the received malformed clip. Further evaluation found that one cam ramp was bent. Possible causes for the condition found might be twisting of the jaws, force placed on the jaws during activation or excessive loading due to forming a clip over another device exceeding the structural capability of the jaws and/or cam. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the surgeon squeezed the trigger, clips fell down and were malformed. So they changed to a new one and they could continue the operation. There were no adverse consequences for the patient.